Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. The unique device identifier (UDI #) is unknown because the lot and part number were not provided. During the processing of this complaint, attempts were made to obtain patient and device information, but were not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg had become inoperable. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.